Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. It was reported the sensor was inserted in the arm and the sensor was worn beyond seven days, as well as fingerstick values were entered during loss of signal display. At the time of contact, no injury or medical intervention was reported. The complaint device was not returned for evaluation and data was not provided; therefore, the reported complaint of inaccuracies cannot be confirmed. It was reported the senor was worn beyond seven days. The dexcom g5 mobile continuous glucose monitoring system states: the seven day monitoring period after inserting a new sensor. During this time frame, your glucose is being monitored and reported every five minutes, with data being sent to your display device(s). Wearing the dexcom g5 mobile cgm system on a consistent and ongoing basis helps you manage your diabetes. Providing sensor glucose readings every five minutes, for up to seven days, the dexcom g5 mobile cgm system helps you detect trends and patterns. Trend information reveals where your glucose is now, where your glucose is heading, and how fast it's changing days. It was also reported the sensor was inserted in the arm. The dexcom g5 mobile continuous glucose monitoring system states: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. In addition, it was reported the patient entered bg meter values into the cgm system during periods of signal loss. The dexcom g5 mobile continuous glucose monitoring system states: don't calibrate. Wait 10 minutes. Move display device and transmitter within 20 feet of each other without obstruction. Wait another 10 minutes. However, a root cause for the reported inaccuracy cannot be determined.